Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no reported adverse impact to the customer¿s blood glucose level. The customer experienced repeated occurrences of the same malfunction and decided to continue using the current pump as a backup therapy. Technical support confirmed that the pump was under warranty and arranged for the shipment of a replacement pump. The customer was instructed on how to put the malfunctioning pump into storage mode and agreed to return it using a pre-paid label.